Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) was not turning on. There was no patient harm reported.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, b5, h6 (type of investigation, investigation findings, medical device ¿ problem code, component codes, investigation conclusions) a getinge field service engineer (fse) was dispatched to evaluate the unit. The fse was not able to reproduce the customer¿s stated issue. With reviewing the logs, multiple autofill failure alarms, gas loss in iab circuit alarms and iab catheter restriction alarm were found. The safety disk cycles exceeded the 6 million cycles and it needed to be replaced. With further investigation, the fse found dried blood inside the pneumatic interface module and on the tip of the safety disk port. The fse replaced the pneumatic interface module (0997-00-1178). The unit passed all functional and safety checks per manufacturer specifications. The unit was returned to customer in good working condition. Due to the discovery of blood on pump components, a related intra-aortic balloon (iab) complaint was also opened.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that by customer before use the cardiosave intra-aortic balloon pump (iabp) unit was not turning on issue. There was no patient involvement reported.